Event description:
Nsk america received a report of a patient burn injury from our canadian territory manager in the field. The end user reported that the head of the handpiece overheated, and the patient received a single small and light burn on the inside of their cheek and lip during the end of a restorative filling procedure on the buccal side of teeth numbers 24, 25, and 26. The patient was treated at the time of the injury with the application of vitamin e to the affected area and given capsules to continue treatment at home. The patient has had a follow up with the doctor since the event and is reported to have healed normally without further need for medical attention. Unknown to nsk the subject handpiece was sent right after the event to her nsk distributor, patterson, in canada for evaluation and repair. Further inspection of the handpiece for cause by nsk is no longer possible because the handpiece was serviced by the distributor and returned to the customer before nsk was made aware that the distributor was in possession of the handpiece. Patterson has confirmed that the subject handpiece was repaired, lubricated, and tested to specification without issue.